Event description:
During a ptca/stenting procedure, the maverick2 monorail balloon ruptured at 6atms on the initial inflation. The lesion being treated was a very calcified and 90% stenotic lesion in the mid lad. The lesion was ablated by a rotalink 1.5 burr and 1.75 burr. Then, the maverick2 monorail was being used for pre dilation prior to deployement of a cypher stent. The balloon ruptured at 6 atms on the initial inflation. The cypher stent was successfully deployed and the procedure was complete. A 6f medikit introducer sheath, a 7f mach1 al1 sh guide catheter, a route guide wire, a 2.5 x 23 cypher stent, and an encore inflation device were also used in the procedure. No pt injuries or complications were reported. Pt status listed as "good."